Manufacturer narrative:
Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (thv) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the landing zone, uneven distribution of calcium on the landing zone, bulky or severe calcification, an elliptical annulus shape, and valve under-sizing. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. Valve migration requiring intervention is also a known potential adverse event associated with transcatheter valve replacement (thv) and mentioned in the IFU. According to the literature review, valve migration results when forces acting on the transcatheter heart valve (thv) overcome the strength of attachment of the valve to the annulus. Stent valves are subjected to antegrade ejection forces during systole. Less-than-severe and non-uniformly distributed calcification of the leaflets, incorrect bioprosthetic valve sizing, and incomplete frame expansion can contribute to valve migration. Additionally, residual overhanging leaflets can exert downwards force during diastole, causing migration of the thv towards the ventricle. The edwards thv patient screening manual advises the operator on pre-procedure assessment of the native valve and root, taking into consideration the degree and distribution of native leaflet calcification. The procedural didactic instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. The correct sizing, alignment, and positioning of the device are emphasized as key factors to the placement and fixation of the device. Edwards extensively trains physicians before they are qualified to use the sapien thv (all models). The thv training manuals instructs the operator on proper imaging screening requirements, including the use of good quality echocardiography and/or computed tomography (CT) to appropriately measure the landing zone, assess the content and distribution of calcium, and other patient anatomical factors. Multiple imaging modalities should be considered during valve size selection. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. In this case, there was no allegation or indication a product malfunction contributed to these adverse events. Investigation results are inconclusive due to the limited information provided. However, per imaging review the valve position was found to be too ventricular, which could have caused the pvl to worsen. A review of edwards lifesciences risk management documentation was performed for this case. The reported events are an anticipated risk of the transcatheter heart valve procedure, additional assessment of these adverse events is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. Investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), the patient underwent a transfemoral tavr procedure with a 23mm sapien 3 ultra valve in the native aortic and 90:10 (aortic: ventricular) position. Immediately post implant, trace paravalvular (pvl) regurgitation was observed. Approximately 1 year and 1 month post initial implant, the pvl worsened to severe with multiple jets (mean gradient of 28mmhg); it was suspected that the valve had migrated ventricular due to it being very low. The patient is scheduled for valve in valve intervention. According to the provided medical records, and additional information provided by the valve clinic coordinator, the post operative day 1 and 30-day follow up echocardiograms showed the sapien 3 ultra valve in aortic position with trace paravalvular leak (pvl)and mean gradient of 15 mmhg. During the 1-year s/p tavr follow up visit patient was reported to be symptomatic and possible hemolysis. An echocardiogram performed showed an increased mean gradient from 15mmhg to 28mmhg, ava 1.03 cm2 and the pvl had increased to moderate. A transesophageal echocardiogram(tee) performed revealed 23mm sapien 3 ultra valve with severe paravalvular regurgitation, with multiple jets. A valve in valve procedure was scheduled. An imaging review was performed by the edwards physician proctors with the following findings: 13 months status post tavr CT: the sapien 3 ultra valve expansion is near perfect at the inflow and outflow, and only under-expanded by approximately 1 mm at the mid valve. However, this valve is positioned low, approximately 60:40 aortic/ventricular (a/v), and slightly lower on the anterior side (approximately 50:50 a/v). There may not be enough skirt coverage at the annulus in some areas. The 13 months status post tavr tee showed two large areas of pvl, the total pvl is at least moderate. It is possible that the valve migrated ventricular after post operative day 1, as the pvl degree was trace on post operative day 1 echocardiogram images. However, due to the limited imagery provided, it is not possible to assess whether the valve was implanted in low position or if it had migrated overtime, causing the pvl to worsen.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, b5, g3, g6, h2, h6: device code(s), type of investigation, investigation findings and investigation conclusions have been updated. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure modes is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Imaging was provided and revealed valve is positioned low (approximately 60a/40v) and slightly lower on the anterior side, multiple pvl (paravalvular) jets are observed, and valve expansion is near perfect at the inflow and outflow with only under-expansion by approximately 1mm at the mid valve. The instructions for use (IFU) and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaints of increased gradients and central regurgitation were unable to be confirmed due to unavailability of relevant imagery/medical records. Elevated gradients may indicate obstructed flow across the valve. An increase in gradients may result from patient factors such as hypertrophic cardiomyopathy (hcm) or sub-valvular stenosis. Additionally, an increase in gradients can indicate that a leaflet is not functioning optimally due to thrombosis or early valve degeneration. In this case, patient was experiencing paravalvular regurgitation. Regurgitation allows some of the blood that was pumped out of the left ventricle to leak back in. As the left ventricle works harder to keep pushing blood through the deployed valve, this may result in increased gradients. Furthermore, central regurgitation was observed after post-dilation with a 25mm non-edwards inflation device, which was performed to address paravalvular leak. Post-dilation can increase the risk to over expand the valve, which could prevent the leaflets from opening and closing properly, leading to central regurgitation as reported. As such, available information suggests that patient factors (paravalvular leak) and procedural factors (post-dilation) may have contributed to the complaint events. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
Additional information provided per field clinical specialist (fcs): the patient presented for intervention with shortness of breath, and was treated with a 22mm tru balloon; however, the pvl did not improve. Post dilation was then completed with a 25mm tru balloon and the pvl was resolved, but a significant central ai (aortic insufficiency) developed due to overstretching the leaflets. A 23mm sapien 3 ultra valve was prepped with an extra 2ml volume in the inflation device. The new valve was deployed and both the pvl and central ai were resolved. Per report, the patient was sent to recovery in stable condition and the valve was successfully implanted in the 80:20 (aortic:ventricular) position with no procedural complications.